Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Concomitant medical products: uf902 two-pedal footswitch hf generators; 26053eb working element; 26053cb inner sheath f. Resect. Sheath, 15 fr. 26053sc resectoscope sheath, 15 fr. Uh801 bipolar high frequency cord, 400 cm; 26120aa hopkins telescope 0°, 2.9 mm, 30 cm; 011050-10 electrode, bipolar ; 39301h plastic container, 513x238x63mm. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a surgical hysteroscopy to perform a polypectomy, the diathermy handle exploded while inside the uterine cavity, generating multiple metallic shards scattered throughout the uterine cavity and thermal burn at the bottom of the uterus. The hysteroscopy handle was immediately removed, and the referred damage visualized. To repair the visible damage caused, the choice was made between the two optional gynecologists who carried out the intervention, by performing uterine lesion of all sides of the cavity in order to remove any endometrial tissue that may contain the metal shards.procedure was completed.